Event description:
It was reported that the patient experienced hepatic dysfunction beginning on (B)(6) 2021. The hepatic event reportedly resolved on (B)(6) 2021. An additional hepatic dysfunction event reportedly began on (B)(6) 2021. The site noted that it was unlikely that the patient's hepatic dysfunction was related to the device. It was reported that the patient experienced an infection that was unlikely related to the device beginning on (B)(6) 2021. The plan of care for the infection was to continue with antibiotics for possible pneumonia in the setting of recurrent fevers and right lower lobe of lung consolidation. The patient experienced respiratory failure on (b)(60 2021 that was also unlikely related to the device. The patient had worsening hypoxemia with increasing high flow nasal cannula (hfnc) oxygen; the patient was intermittently on bipap (bilevel positive airway pressure). The respiratory dysfunction event resolved on (B)(6) 2021. The patient had cardiac arrhythmia on (B)(6) 2021. The patient had an abrupt onset of supraventricular tachycardia with a narrow complex, likely atrial tachycardia/flutter. The patient¿s blood pressure remained stable. The patient reportedly had decreased left ventricular assist device (lvad) flows on (B)(6) 2021 that resolved on the same day. It was reported that the patient had a decrease in flows with an increase in pulsatility index (pi) and decrease in mean arterial pressures (maps) while moving to a chair. Medications were adjusted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2021. The most recent revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists hepatic dysfunction, respiratory failure, infection, and arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. A direct relationship between the device and the reported events could not be conclusively determined through this evaluation. Additionally, a direct cause of the reported infection could not be determined. The report of decreased flows could not be confirmed, as no log files were submitted for review. Furthermore, a specific cause of the decreased flows could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced an onset of supraventricular tachycardia at times to the 180s bpm with a narrow complex likely atrial tachycardia/flutter. The patient's blood pressure remained stable.